Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue with the mps2 console during use. He reported that the console displayed various error codes during the first induction dose of the procedure. The report also stated tha the arrest pouch volume did not equal the volume expected for the error codes displayed. The perfusionist reported he continued to use the console to successfully complete the procedure. There were no patient complications reported as a result of the alleged event. The console returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was examined but the reported complaint condition could not be duplicated. A pressure calibration was performed to ensure proper function of the arrest agent pump pressure transducer and moving parts associated with the arrest agent pump. All tests passed. The root cause of the reported complaint condition could not be determined.